Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported the right ventricular lead was found to be dislodged during a routine follow-up. The physician attempted to reposition the lead, however, the helix would not retract and extend completely. The lead was explanted and replaced. The patient condition was stable before and after the procedure.